Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Adverse events involving nerve entrapment, pain, and surgical intervention will be submitted via mw # 2210968-2019-88536. Patient codes: 1930. It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2017 and the mesh was implanted. It was reported that two days post implant the patient had an infection and went back to the hospital. It was also reported that the patient was diagnosed with nerve entrapment on (B)(6) 2018 and has pain when he has sex and walks. It was reported that the patient suffered from nerve impingement. It was also reported that in (B)(6) 2019 the mesh was removed and the patient had revision surgery.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2017 and the mesh was implanted. It was reported that the patient suffered from nerve impingement, pain and infection. Because of this the device was removed in (B)(6) 2019.